Event description:
New information received states that there was a follow-up procedure done to explant and replace the right ventricular (rv) lead.

Event description:
It was reported that an event of high capture threshold and intermittent under-sensing due to decreased sensing was noted on the right ventricular (rv) lead. No changes or intervention was reported. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported events of unacceptable threshold and poor sensing were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. No other anomalies were detected.